Manufacturer narrative:
Investigation results were made available. Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. A concession was found that has no effect on the effectiveness of the product. Trend analysis: a trend considering the following event has been identified: welding broken no additional similar investigated events for the lot number 08.340125 has been found. However, three additional complaints for lot 08.340125 have been found, which cover different events (1x slider sticks, 2 x slider jammed). One additional similar investigated event within 6 months for item number 01.00001.002 has been found. A corrective and preventive action (CAPA (B)(4)) has already been implemented and the design of the welding has been improved. Review of event description: it was reported that the rasp handle is broken. Review of received data: no medical data such as surgical notes or any other case-relevant documents were received. Devices analysis: visual examination: it is visible that the welding at the bolt of the closing mechanism is broken. Moreover, there are many signs of usage and impaction visible. No further conspicuousness was found. Root cause analysis: root cause determination using rmw: instrument breaks, deforms, diverges impairing its function due to inadequate design for intended performance. Possible, in a previous corrective and preventive action, it was determined that the design specifications for the welding were not adequately defined and consequently changed in 2011. This instrument is still of the old design (manufactured in 2008). Instrument breaks, deforms, diverges impairing its function due to mechanical properties of material insufficient not possible: a systematic issue with material properties would have been detected as part of the issue evaluation assessment. Fracture of instrument due to general corrosion (crevice, pitting, galvanic): not possible: visual examination showed no corrosion. Instrument cannot be used with the mating instrument or mating implant as intended due to failure of instrument mating condition: possible, as the rasp handle cannot be connected to the rasp. Damaged instruments, implants, body or wrong operational step due to surgeon or operating room staff unfamiliar with instrument usage and handling: possible, as it cannot be excluded based on the available information. Instrument breaks or deforms due to off-label / abnormal-use: not possible -> no signs of an off-label use visible on the returned instrument. Instrument cannot be used with the connected instrument as intended due to failure of instrument assembly condition: possible, as the rasp handle cannot be connected to the rasp. Conclusion summary: the instrument was returned for an investigation and it can be seen that the welding at the bolt of the closing mechanism has broken. The instrument has been manufactured prior to the design change of the welding, which has been implemented in a previous corrective and preventive action (CAPA (B)(4)). Within this design change, the welding connection has been improved. Additionally the rasp handle has been manufactured in 2008 and might have been on the market for up to 9 years and therefore used excessively. Nevertheless, based on the available information, further investigation has been initiated to determine the necessity of potential corrective and/or preventive actions. (B)(4).

Manufacturer narrative:
The manufacturer did not receive yet the device, however it is indicated by complainant that it will be returned for investigation. The device history records were reviewed and found to be conforming. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
It was reported that mis rasp handle was found to be broken on unknown date. It is unknown whether the event occurred during the surgery. No harm to the patient has been reported. The implantation and explantation dates are left empty as the device involved in this complaint is an instrument. Hence, no expiration date is captured, for the same reason.